Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to our field service engineer (fse). The only information received that the user facility required new ventilator's cart wheels as the old ones were broken. No more information was available, therefore the root cause for the reported issue could not be determined.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue with the cartwheels. There was no patient harm. Manufacturer's ref.#: (B)(4).